Event description:
It was reported that the subject programmer usually freezes or displays a black screen.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the subject programmer usually freezes or displays a black screen.